Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant procedure set screw anomaly problem was observed. Device was removed. A new device was implanted. Patient was stable.

Manufacturer narrative:
The reported inability to loosen/tighten the rv/svc set screw was confirmed in the laboratory. Visual inspections identified silicone material inside the rv/svc set screw cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.